Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. Model number, catalog number, and serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Reporter telephone number: (B)(6). Reporter post office or zip code: (B)(6). Manufacturer telephone number: (B)(4). Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a tecnis symfony intraocular lens (iol) of unknown serial number and model presented a subluxation four (4) years post implantation. The doctor's brief description of the event provided that through slit lamp he has the impression that the lens is hanging in the posterior capsule. Issue was observed during post-op exam. The doctor is planning a surgery for (B)(6) 2021, and will further understand what really happened. Patient status was provided as temporarily impaired. No other information was provided.